Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the display screen was dim and difficult to read. The display screen was also found to be cracked. The display connector was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen had a line through the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.